Manufacturer narrative:
The insulin pump was received with moisture damage on lcd board. No other moisture damage noted. The device had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.

Event description:
It was reported that the customer dropped his insulin pump in the toilet. The customer stated that there was a crack so water is in the insulin pump. The customer's blood glucose was 176 mg/dl. The customer stated there was water in the corner of the screen. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.